Event description:
It was reported that the patient experienced extended charging sessions without reaching full charge of the spinal cord stimulation (scs) implantable pulse generator. In addition, the patient experienced difficulty charging, and heat and burning sensations from the ipg while charging. The physician assessed that the ipg had migrated and was tilted in the pocket. The patient was hospitalized and underwent a procedure in which the ipg was repositioned. No devices were explanted. The patient was discharged from the hospital and is recovering at home.